Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('terrible abdominal pains') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), back pain ("back pain"), headache ("headache") and tooth disorder ("trips the dentist nearly every month"). The patient was treated with surgery (surgery three times with removal of uterus and fallopian tubes). Essure was removed. At the time of the report, the abdominal pain, depression, back pain, headache and tooth disorder outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, headache and tooth disorder to be related to essure. The reporter commented: the patient underwent surgery three times. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Most recent follow-up information incorporated above includes: on 24-mar-2020: patient answered to follow up request and stated case was already in the hands of a lawyer now: she was 38 years old. Height 1.63m. Weight 53 kg. Since insertion of the essure, she has had (events added:) anxiety, depression, terrible abdominal pains, back pain, headache, trips to the dentist nearly every month. She still had anxiety today. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('terrible abdominal pains') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache"), tooth disorder ("trips the dentist nearly every month"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery three times with removal of uterus and fallopian tubes). Essure was removed. At the time of the report, the abdominal pain, back pain, headache, tooth disorder and depression outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, headache and tooth disorder to be related to essure. The reporter commented: the patient underwent surgery three times. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of uterus and fallopian tubes). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: the patient underwent surgery three times. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.